Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer¿s device verified the reported issue. It was determined that the cause of the reported issue was due to the power pcb assembly, however the device could not be repaired. The device was returned unrepaired to the customer per their request.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.